Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the product was performed. The device had no telemetry upon return. The device case was opened. An external power supply was connected to the device and the electrical current was monitored. During the monitoring process a high current condition was observed which was isolated to an anomaly in an oxide layer within an integrated circuit component. This anomaly caused a high current drain, which over time resulted in battery depletion, causing the no telemetry condition. The exact cause of the anomaly could not be determined as no further analysis was able to be performed due to damage sustained to the integrated circuit during analysis.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) was explanted and returned for analysis. No adverse patient effects were reported.